Event description:
It was reported that the right atrial lead exhibited high capture thresholds and high pacing impedance and the right ventricular lead exhibited noise. The right atrial lead was capped and replaced on (B)(6) 2026 and the ventricular lead remained implanted. The patient was in stable condition.